Event description:
The customer reported clear fluid leaked on the left side of the unit, near pinch valves vl114 and vl115 involving coulter lh 780 hematology analyzer. The customer had on personal protective equipment (ppe): gloves and a laboratory coat during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse discovered the fluid leak was due to worn tubing on the left side of the diluter at pinch valve vl114. The fse replaced the worn tubing at pinch valve vl114 and verified repair to meet the specified requirements per established procedures. The unit conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).